Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting oversensing resulting in pacing inhibition while this patient was straining during a bowel movement. It was reported that this lead was explanted and a competitive transvenous defibrillation lead was sucessfully implanted higher on the septum.